Event description:
I had a medtronic morphine pump implanted after a surgery which caused serious damage to my spine and major pain in the lower back and sciatic pain in the left leg; even after the 14-15 fusion with hardware and bone fusion. I had exhausted every oral medication on the market with no extended pain relief. I tried the stimulator with no help, but did get relief from the medtronic implanted pain pump. The pump was permanently implanted in 2004 and worked great until 2007. I began experiencing severe nausea morning, noon and night - very similar to withdrawal vomiting - I increased my pump until I did not receive any further relief. I discussed my situation over 3 years with my doctor and was assured nothing was wrong with the pump and given nausea medication in the pump, nausea medication orally. I had several tests run by my family doctor who could not find anything wrong and advised to investigate the morphine pump. When I gave the doctor, the results of my test, two drs who replaced morphine and nausea medication in the pump with diladen - which I have since been advised is not approved for my specific pump nor is the nausea medication nor was I given any warnings of any adverse effects. Over the course of 2 weeks, I went back to the doctor 4 times complaining of passing out, inability to eat, major nausea at the smell of food, difficulty sleeping and urinating. I was told my pump may have been improperly adjusted; warned my bladder may bust and advised to admit myself to the texas spine and joint hosp. I was catheterized 4 times, unable to urinate for 3 days and did not eat with major vomiting during my 4 day stay at the hosp and lost 40 lbs. The pump was flushed and saline solution ran thru for over 2 weeks. When the pump was replaced with morphine, I had no nausea but had horrible pain in my lower back which did not respond to pump increases. I began to research the pump and discovered the following 2 recalls. I had to insist the MRI be done with the help of a workers' comp case mgr to rule out the catheter problems; was told all was well and advised to keep increasing the pump until I began to get relief. After months of pain and pump increases, I went to MRI to get a copy of my MRI's and discovered I had a growth over the surgery area attached to my spine and was never notified. Further, I was never notified of the 2 medtronic pump recalls and the workers' comp case mgr was told by second dr that my pump was not under the recalls. I have confirmed that recalls with medtronic and was advised I should have received letters from my doctor advising me to have the pump replaced asap. Further, I inquired several times about the pump and was always told everything was well and nothing to worry about. At this point, I have less than 1 year left on the battery on my pump, second doctor refuses to replace the pump perform the dye test to test the pump for motor stall and refuses to discuss future pain treatment. Further, I'm at the point where I cannot work, take care of myself or drive. Any help you can provide would be greatly appreciated. Medtronic has advised me my pump is under recall and I have verified the serial number on the FDA website; however, my insurance company says they cannot find the serial number on the recall list and refuse to replace the pump and also advise the pump life is 7-9 years vs the 5-7 per the mfg. I'm in extreme pain, my doctor doesn't want to do anything, my insurance company denies any further testing for motor/rotor failure and I've lost over 40 lbs, can barely walk and getting worse. Please any assistance you can provide would be life saving and a great benefit to my family and friends. Dose: 2.8 mg per day. Frequency: continous. Route: intradiscal. Dates of use: 2004 - 2009. Diagnosis: failed l-4 - l-5 lower back fusion with hardware & bone, major lower back and sciatic pain in left leg. Event abated after use stopped: yes. Event reappeared after reintroduction: yes. Full physical by personal physician prior to pump medication change from morphine and lioresal to diladen; major reaction loss of bowel's, extreme vomiting at the smell of food, inability to eat, 40 lb weight loss, no sleep, tired, stiff - went to second dr 4 times before he prescribed 30 mg morphine sulfate advising his staff may have made a mistake & I might be going thru withdrawal - after taking 1 - 30 mg tab of morphine sulfate, I was unable to urinate for a period of 6 hours; after advising his staff I was instructed to go to the hosp where I was hospitalized, catheterized, pump turned off, flushed and saline run thru for 2 weeks. It took almost 4 days to urinate on my own before I was released & prescribed 120 mg morphine sulfate daily - ok still in pain but manageable temp. - pump was refilled with morphine and dosed .5 mg per day at 10% concentration. I was unable to move, get out of bed or walk. Still in major pain, especially while sitting.